Event description:
The customer reported that the x-ray switch was sticking on the 9900 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The x-ray switch was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.